Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient is experiencing ineffective stimulation. The patient does not wish to undergo reprogramming and desires to have the scs system explanted. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.